Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was reported that intermittent undersensing was noted on right atrial (ra) lead stored egm. It was also noted that thresholds were high on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.